Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed an initial check on the unit. O2 (oxygen) out of range occured. The fsr replaced the o2 cell and performed o2 calibrations. Verification check was performed and the unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problems with vela ventilator where unit was alarming o2 range error due to the blender output being 8% out of specifications. At this time, there was no information regarding patient associated with the reported event.